Event description:
In a revision surgery to address a failed competitor's cup, not related to depuy product, the teeth on the lps disassembly tool broke, causing a 30-minute surgical delay while the surgeon used osteotomes to pry the lps implant apart.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.